Event description:
Rptr stated, "dr replaced insert (duration) with a stabilzed insert and noticed that the removed piece was damaged. The medical plastic portion of insert was pitted and chipped in the middle quite extensively."